Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 09/07/2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap and case was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a visual inspection of the pump revealed a crack in the battery compartment. There was no evidence of physical damage on the battery compartment threads. The battery cap was not returned for investigation.